Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Pd therapy was reported to be ongoing. It was reported that the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported (dose, route and frequency not unknown). The patient was discharged from the hospital seven days after hospitalization for the event. At the time of this report, the patient was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 3 of 3 involved in this event.